Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 95% stenosed target lesion was located in the ostium of the diagonal and left anterior descending artery (lad). The 2.50x16mm taxus liberte drug eluting stent was advanced to the target lesion but the device was unable to be released after it was delivered to the lesion. The device was retrieved from the patient and it was noticed that the struts at the tip of the stent were lifted. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "stable".

Manufacturer narrative:
Returned product analysis revealed that the condition of the returned device was consistent with the complaint incident. Visual and microscopic examination of the returned device revealed distal stent damage. Some of the distal struts were misaligned. This type of damage is consistent with the device encountering some form of restriction during the insertion of the device. Several kinks were found along the entire length of the hypotube. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.